Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: IV.

Event description:
Patient reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device photo evaluation: device photograph(s) for the device related to the reported was reviewed capsular contracture on (B)(6)2020. Visual analysis of the photographs a device appears to be intact with cloudy gel and the device looks deformed. Additional, changed, and/or corrected data: b.5., d.7.,h.6.

Event description:
Device has been explanted.